Event description:
It was reported that the spinal cord stimulator (scs) patient was hit by lightning and after which the patient struggled to have a good and lasting connection between the implantable pulse generator (ipg) and the remote control (rc). The patient underwent a procedure where the ipg was removed and replaced. Post operatively, the patient was doing well. Additionally, the patient also reports that gps signals have been jammed in the area where they live on several occasions and could potentially be without coverage for days at a time and is unsure if that affects communication with the ipg. The patient also states they work on a fishing boat with a big magnet on board.